Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer did not check quality control (qc) results prior to processing patient results tested for carcinoembryonic antigen (cea) and reported them outside of the laboratory. The customer was advised to re- calibrate, run qc and repeat the patient samples. After performing repeat testing, erroneous results for 7 patient samples were identified. The erroneous results were reported outside of the laboratory. Patient 1 initial cea result was 9.66 ng/ml. This result was reported outside of the laboratory. The repeat result was 4.02 ng/ml. Patient 2 initial cea result was 4.86 ng/ml. This result was reported outside of the laboratory. The repeat result was 1.88 ng/ml. Patient 3 initial cea result was 5.78 ng/ml. This result was reported outside of the laboratory. The repeat result was 2.18 ng/ml. Patient 4 initial cea result was 9.88 ng/ml. This result was reported outside of the laboratory. The repeat result was 4.12 ng/ml. Patient 5 initial cea result was 11.01 ng/ml. This result was reported outside of the laboratory. The repeat result was 4.58 ng/ml. Patient 6 initial cea result was 5.85 ng/ml. This result was reported outside of the laboratory. The repeat result was 2.26 ng/ml. Patient 7 initial cea result was 5.06 ng/ml. This result was reported outside of the laboratory. The repeat result was 1.97 ng/ml. No adverse event occurred. The cea reagent lot number was 180801 with an expiration date of 02/2016. Based on the available data, the erroneous results were caused by the low calibration signals. Qc results indicated this; however, the customer did not check the qc results prior to processing the patient samples.